Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that after changing the infusion set she ate and then treated. After that she felt thirsty and discovered that during the fill cannula process no insulin came out and she had high blood glucose levels. The customer's blood glucose level was 410 mg/dl. The customer treated with a manual injection. The customer completed troubleshooting but did not find any air bubbles, leaks, cloudy insulin, bent cannulas, irritated site, incorrect settings, occlusions, or that the drive support cap was loose. However, the customer did find blood on the cannula after taking it out. The customer was advised to change their entire set, reservoir, and insulin and treat per their health care provider's instructions. The customer's quick set and reservoir were replaced, however nothing was returned for analysis.